Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the distributer contacted animas alleging the patient experienced low and high blood glucose (bg) with symptoms. The patient reportedly experienced a low bg in the range of 2 mmol/l to 3 mmol/l and felt shaky, clammy and dizzy. The patient reportedly treated the low bg with food. The patient also reportedly experienced a high bg measurement of 30 mmol/ with headaches and fatigue. There was no indication that the patient required medical intervention. The pump reportedly was ticking and humming and did not stop. The pump reportedly did not emit any alarms. The patient reportedly did not trust the use of the pump and discontinued insulin pump therapy. Customer technical support (cts) followed up with the distributer on multiple occasions to obtain additional information and was unsuccessful. No additional information was received. This complaint is being reported because the patient experienced hypoglycemia and hyperglycemia due to non-specific pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2016 with the following findings: there was no evidence of any call service alarms observed during a review of the black box alarm history; typical usage alarms were observed in the alarm history. On (B)(6) 2016 13:26, the basal program was manually switched. During testing, the pump was booted to the verify screen with no issues. The pump was exercised for 24 hours; there was no ¿ticking¿ or ¿humming¿ sounds observed from the pump. There were no errors, alarms or warnings duplicated during the 24 hour duration test. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no delivery interruptions that occurred during testing. The pump cover was removed; there was no evidence of internal moisture or damage found to the internal components. The reported complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.